Manufacturer narrative:
Device information has not yet been provided. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient felt a pain in the knee while sitting down, since then the patient complained the stimulation therapy was not like it was supposed to be. Consequently, surgical intervention was taken and the patient's system lead was explanted.

Event description:
Additional information received identified the patient's drg system lead was successfully replaced with a new one. Postoperative, the patient was reportedly fine.